Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. The customer's report was observed and attributed to the digital board. The customer declined the recommended replacement of the digital board. The board was scrapped. The device was returned to the customer "not for clinical use". Analysis of reports of this type has not identified an increase in trend.